Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 10. On (B)(6) 2024 osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.